Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("severe abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental issues"), alopecia ("excessive hair loss"), urinary tract infection ("frequent urinary tract infection") and bacterial infection ("bacterial infections"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed in 2011. At the time of the report, the abdominal pain, rheumatoid arthritis, abdominal pain lower, abdominal distension, abnormal weight gain, tooth disorder, alopecia, urinary tract infection and bacterial infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, bacterial infection, rheumatoid arthritis, tooth disorder and urinary tract infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.